Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, slight markings on drive feature has been identified, however no damage/malfunction. Product tested with in-house fmt and no play or issue detected. It mates with the implant as intended. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. The drive feature has slight markings but no damage. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
Additional information was received verifying that the implant had to be removed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: additional information was received verifying that the implant had to be removed. The following sections are being reported: b1: report type was updated to include adverse event. B2: adverse outcome was updated to include required intervention. B4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the restorative components do not fit in the implant. There was no visible damage to the internal hex of the implant. They are able to torque the screw down tightly, but the abutments would wiggle on top of the implant. Tried multiple healing abutments as well as final restorative abutments. They believe the implant may be damaged or have some sort of obstruction. They do not have plans on removing the implant. They are still figuring out how to restore it.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D10: teha5683, tsv¿ bellatek® encode® healing abutment 5.7mm (d) x 6.8mm (p) x 3mm (h). D10: multiple unknown healing abutments and unknown final restorative abutments. G4: additional PMA/510(k) number ¿ k101880. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.